Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on november 2, 2021. Fiducials were administered transperineally prior to the implant procedure. Computed tomography (CT) imaging was performed for simulation and showed a deep infiltration of the hydrogel into lumen of the rectum wall. The patient received treatment since at the time, it was not evident that there was a rectal wall infiltration. 6 months after the radiation treatment ended, the patient developed a fistula, for which the patient started complaining about discomfort. The patient has been sent to colorectal surgery, for surgical intervention, to manage the fistula.